Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices referenced are filed under separate manufacturing report numbers. (B)(4).

Event description:
Received user facility medwatch report # (B)(4) stating: event description: "3 proglide 6f perclose suture mediated closure system#12673-03 with lot numbers 7110942 exp date 09-30-2019 did not deploy. Two other proglides needed to be opened in order to complete the procedure. What was the original intended procedure? : tevar, iliac stent placement what problem did the user have: device failed (e.g.broke, couldn't get it to work or stopped working)" no additional information was provided.